Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-3638 knotless fibertak anchor broke. This occurred during a shoulder labrum arthroscopy on (B)(6) 2023 when a number of anchors would not fit through the drill guide, another tray with reusable drill guides and they managed to get one through the drill guide. This anchor ended up breaking, all fragments were retrieved. The case was completed using another ar-3638.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.